Event description:
It was reported to boston scientific corporation, that during an unknown procedure in the ureter, a sensor urological guidewire was used. According to the complainant, the teflon coating was flaking, which made it difficult to advance the device down the scope. Follow-up with the nurse confirmed the flaking, but stated that, "the flakes were tiny, the doctor was not concerned and said they would flush out." The procedure was completed with another sensor urological guidewire and there were no patient complications.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.